Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The device was inspected and reported issue was confirmed. It was noted that the expiratory channel connector pc board was damaged, most likely when the front chassy has been opened. This failure is detected pre-use check, which is performed after turning on the ventilator, always before connecting the ventilator to a patient. Replacement of the faulty part solved the issue, and the device was cleared for clinical use. Our conclusion is that the damaged expiratory channel connector pc board was the cause of the failed internal leakage test during pre-use check.

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).